Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-03780. It was reported the patient is no longer receiving effective stimulation coverage. It was also reported the patient is feeling stimulation in her abdomen. Diagnostic testing revealed high impedance readings on multiple lead contacts. As such, the patient will undergo surgical intervention at a later date to address the issue.